Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy, on (B)(6) 2024, it was reported that reservoir is damaged and the issue is reservoir is leak and the blood glucose at the time of incident is 600 mg/dl. No further information available.